Manufacturer narrative:
(B)(4). D10 - medical product: femur cemented cruciate retaining (cr) catalog # 42502605801 lot # 63946859. All-poly patella cemented catalog # 42540200029 lot # 63913721. Articular surface medial congruent (mc) catalog # 42512100310 lot # 63857532. Unk palacos with gentamicin catalog # unk lot # unk. G2: australia. H3: customer has indicated that the product will not be returned because requested but not returned by hospital. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 3007963827-2024-00003, 0002648920-2024-00001, 3007963827-2024-00004.

Event description:
It was reported patient underwent a revision procedure four years post implantation due to unknown reason. No more information is available.

Manufacturer narrative:
Upon receipt of additional information, the initial report was submitted under incorrect manufacturing site. This report will be completed under manufacturing report number 3007963827-2024-00146.

Event description:
Upon receipt of additional information, the initial report was submitted under incorrect manufacturing site. This report will be completed under manufacturing report number 3007963827-2024-00146